Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon had a small leak. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all products were manufactured as per product specification. No physical investigation or assessment has been conducted on the defective catheter since no complaint or representative sample returned for investigation. Therefore; the complaint cannot be confirmed. No physical investigation or assessment conducted with absence of complaint or representative sample. Investigation conducted based on DHR review and no issue was found.

Event description:
Alleged event: the balloon had a small leak. The patient's condition was reported as fine.